Event description:
(B)(4).

Manufacturer narrative:
The tech found the side rail is missing and the account confirmed the damage occurred from pt abuse. The tech replaced the side rail assembly to resolve the issue.